Event description:
It was reported by service report that the when the main menu button on the footboard is pressed it would take the bed out of brake and put into neutral. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: footboard malfunctioned.